Event description:
While attempting to tunnel through the tract, the red connector piece separated from the tunneler. As a result, the catheter was removed and a new device was used to complete the procedure. During removal of the device, the clinician was sprayed with blood from the "pencil-sized hole" in pt's neck. Clinician stated no injuries were incurred as a result of the blood splatter. There were no associated pt complications.